Event description:
The customer reported to olympus that the 4k uhd lcd monitor did not start when the power was turned on. The issue was found upon delivery during receipt inspection. There was no patient involvement in this event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. The device did not have any visual abnormalities and started correctly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: d5, h8. Based on the results of the investigation, a root cause could not be identified. The findings from this complaint investigation did not lead to reproduction of the phenomenon and did not lead to identification of the cause of the phenomenon. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.